Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began in ¿(B)(6) 2015¿. The patient reported obtaining inaccurate low blood glucose results of ¿133, 140, and 128 mg/dl¿ on the subject meter, compared to her ¿a1c 10¿ which were obtained more than 30 minutes apart. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient currently takes oral medications, diet and exercise to manage her diabetes and continued wither usual dose including sliding scale as part of her diabetes management routine due to the alleged issue. The patient denied that she developed any symptoms. In ¿(B)(6) 2015¿ the patient alleged that during a doctor¿s office visit she was given ¿8 units of humulin insulin¿ by a health care professional (hcp) at the time of troubleshooting, the cca determined that the correct unit of measure and approved sample site was used at the time of testing. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did receive hcp treatment suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.